Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There are no associated non-conformity reports or deviations related to the complaint type were generated during the manufacturing process of this lot. The in-line optical inspection data shows the lens is within specification in terms of optical power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope at 12x magnification. It can be seen that the lens was delivered in one piece. The complaint cannot be confirmed. Visual inspection of the return sample does not show non-conformances. The information, although limited, does not indicate any relationship of the complaint with the iol design or manufacturing. The manufacturing record review was performed. No non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explantation of the intraocular lens (iol) on (B)(6) 2015 was due to a refractive surprise on patient¿s right eye. A zlb00 with a diopter of 23.0 was implanted in its place. Reportedly, the calculation was checked (2) two times post-operative. Correct power was based on holiday 1 and 2, but unexpected result, thus iol exchanged. Unexpected refractive error. There were no complications and the patient is doing very well. No further information was provided.